Event description:
It was reported that the device had issue with software not connecting to computer. There was no patient involvement.

Manufacturer narrative:
Omit: unique identifier (UDI) #, medical device serial #, device manufacture date, c20 - no findings available, d15 - cause not established. Correction: common device name, medical device catalog #, medical device model #, manufacturing location, PMA / 510(k)#. Additional information: concomitant med prod data, imdrf annex a, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the device had problems with software not connecting to the computer which was identified as a firmware file and peripheral drive installation problem. The tech support remoted into the customer's pc, updated the usa19hs driver, configured the firmware flash file. Restart the pc and then advise the customer to refresh the pcu unit. After a refresh done by the pcu, the unit is able to communicate with asm and the issue was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had issue with software not connecting to computer. There was no patient involvement.